Manufacturer narrative:
Device received with all buttons responding properly.. No unlocked keypad connector. No button keypad anomalies noted. Device passed self test and displacement test. Device received with cracked case corner of the belt clip rails near the battery compartment corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the buttons were unresponsive. The customer¿s blood glucose was 89 mg/dl at the time of incident. Co significant event leading to button error or keypad anomaly were observed. Troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.